Event description:
It was reported that the following comment was documented during the ¿IV smart pumps: "bridging expectation and reality¿ webinar: some antibiotics also give false "air bubble detection" and can drive one over the edge. In addition to albumin, mannitol often trigger sensors. These factors affect the delivery of medication through pumps. I used to have trouble with albumin (in a glass bottle) with the alaris pumps". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had false air bubble detection was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.